Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. There was visible air noted in the aspiration syringe during insertion of the faradrive sheath. The sheath was not used during procedure. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient recovered fully.